Event description:
A (B)(6) male patient contacted zoll customer support to report that his charger/modem was not properly charging his battery packs. The patient received a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not charge battery packs) has been confirmed. Upon receipt the power brick was defective. The root cause of the defective power brick cannot be positively identified but is likely a result of physical abuse, as the patient admitted to "running over" the battery charger cable. No adverse event resulted from the defective power brick. The patient received a replacement battery charger.